Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with vertebral fracture; and underwent minimally invasive lumbar fusion surgery at l3-l5. Intra-op, after inserting the screw fully into the patient, the extender body broke while it was being removed from the screw. The broken portion of the extender body was removed from the patient. No fragment of the broken instrument remained in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visually and optically confirmed one of the head gripper components has been broken off the instrument tip. This is consistent with bend stress overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.